Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had flushed support drive cap. The blood glucose was 408 mg/dl at the time of the incident and current blood glucose was 332 mg/dl. Customer treated high blood glucose with the insulin pump. Based on customer report customer does not allege pump was under delivering. During high blood glucose troubleshooting, customer noticed that the drive support cap was flush with the pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.